Event description:
Surgery date: 2001. During the surgery, the instrument broke. The surgery time was extended while the broken piece was located and removed. The surgery was completed without further incident.